Event description:
It was reported that air bubbles were observed within the tubing. Customer's blood glucose (bg) level was 583-584 mg/dl; cause was due to improper fill tubing process resulting in large air bubbles. Customer delivered a correction bolus via pump to address bg level, and continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.